Event description:
It was reported that the patient was in the emergency room due to an overdose; specific symptoms were not provided. It was noted that the catheter had been revised two days prior. The hcp was planning to program the pump to minimum rate. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.